Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. The lead was explanted and replaced successfully.

Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation exposing the outer coil at 17.4 cm to 17.8 cm from the connector pin. Abrasions are consistent with exposure to constant friction against another implantable device. This most likely caused the reported complaint from the field.